Manufacturer narrative:
The device has not been returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during pipeline flex case of an ophthalmic aneurysm, the second device was selected and covered enough length. However, this pipeline flex distal section did not open. After removing the microcatheter, the distal section of the ped was deformed. A new ped flex was used successfully via the same reused microcatheter. No patient injury occurred. The patient was on dapt (unknown levels). The aneurysm was unruptured, saccular, max diameter was 7.89mm, neck 8.20mm with a distal landing zone of 3.83mm and proximal 4.68mm. The anatomy was severe in tortuosity. The devices were all prepared per the instructions for use (IFU).

Manufacturer narrative:
The pipeline flex braid was returned for evaluation without the pushwire as it was likely discarded. The pipeline flex braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex braid appeared fully opened with no damage. No other anomalies were observed. Based on the analysis findings, the report of failure to open at the distal end could not be confirmed and the event cause could not be determined as the returned pipeline flex braid was found to be fully opened with no damage. Possible contributing factor includes patient¿s severe vessel tortuosity. Per our instructions for use (fu): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial v essel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.